Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for afib ablation. It was mentioned that the pentaray tvi tool was identified as damaging the farawave sheath valve, as per the physician care should be taken during pentaray insertion, do not breach the valve with the tool. Additionally, the leak was noted from the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for afib ablation. It was mentioned that the pentaray tvi tool was identified as damaging the farawave sheath valve, as per the physician care should be taken during pentaray insertion, do not breach the valve with the tool. Additionally, the blood leak was noted from the sheath. The sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis.